Event description:
The hospital reported that during preparation for a coronary artery bypass grafts surgery, three heartstring seals were unraveled while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review was completed for the product, there was no nonconformance associated with the lot number.